Event description:
A malfunction alarm was reported. Blood glucose level did not exceed 500 mg/dl and remained within a normal range. The customer was instructed to load a new cartridge and successfully resumed insulin administration, with a plan to return the original cartridge. There was no adverse impact on the customer's blood glucose level and the customer mentioned they would call back if the issue was not resolved.